Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did not display data on the latitude website regarding pacing percentage. Boston scientific technical services (bsc ts) discussed that as soon as the patient is dismissed, the counters on latitude are reset. This is normal latitude behavior. Bsc ts also discussed that there were noisy signals and oversensing on the right ventricular (rv) channel. The oversensing resulted in greater than 2 seconds of asystole. The rv lead is a competitor's product. The decision was made to not explant this device due to this patient's condition. There were no adverse patient effects reported.